Event description:
This customer reported that they disagreed with the shock advisory decision. There was no impact to the involved patient.

Manufacturer narrative:
This customer reported that they disagreed with the shock advisory decision. There was no impact to the involved patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.